Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6). As reported, no drug was in the pump. It was reported that during a catheter placement procedure on (B)(6) 2017, the catheter was perforated with the wire and the physician used another catheter. As a result, the physician used another catheter. Patient symptoms were not reported. There were no applicable environmental, external or patient factors that led or contributed to the event. Further surgical intervention was not required nor planned. At the time of the report, the issue was resolved and the patient¿s status was alive-no injury. No further complications were reported/anticipated.